Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedance. It was also stated that the spinal cord stimulator leads had likely migrated. The patient underwent a spinal cord stimulator lead replacement procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 5085998, UDI: (B)(4).